Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator transmissions, revealed episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. In addition, episodes of far r-wave oversensing was observed as well resulting in inappropriate automatic mode switch episodes. No intervention was performed but programming changes were discussed.

Event description:
New information noted that programming changes were made on (B)(6) 2019.